Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized for unrelated reason. Upon interrogation, the pulse generator exhibited backup vvi operation. On (B)(6) 2017, the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.